Event description:
Customer reported that the device had a service light and logged several fault codes in the memory indicating a potential critical failure with the h-bridge or therapy pcb. This was an out of box failure and the issue was discovered when physio-control representative went to customer site for in service. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and found several fault codes logged in the memory. In addition, the device failed the user test and defib function test. Physio determined the root cause of malfunction to be a shorted diode, cr30, from pins 5 to 9 on the therapy module pcb assembly. A replacement device was provided to customer.